Event description:
Customer reported unexpected negative reactions when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. The patient has a history of anti-s and anti-kpa. Sample was re-tested using new strips from the same lot of crrs 3 and the result was 1+ positive.

Manufacturer narrative:
Review of results files displayed the following: crrs3 lot r087 - negative with crrs cells 1-3, 4+positive control well images appeared negative with tightly defined slightly fuzzy buttons. Repeat group/ screen, (crrs3 lot r087)- negative with crrs cells 1-2, ? With cell 3 (edited to 1+ by customer, reaction score 8), 4+ positive control. Negative well images appeared as tightly defined buttons with slight adherence in the wells. Equivocal well image displayed a loosely define button with a tear and adherence in the well. A service call was made. Investigation revealed wash manifold not aspirating, causing overflow of liquid into adjacent wells. Also found peri-pump dispense volume low. Issue was resolved by cleaning wash manifold and adjusting peri-pump volume. Tested four patient samples with expected results.